Event description:
It was reported that the patient was transferred to the hospital due to right atrial (ra) lead dislodgement and the device was reprogrammed to vvi mode. The ra lead was repositioned and remained implanted. The patient was in stable condition.